Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a cloudy drain bag, pain and discomfort. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin and ceftazidime (for 12 days, no further details) for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.